Event description:
It was reported that the user experienced repeated insulin delivery occlusion alerts on an insulin pump, followed by persistent hyperglycemia that was too high for the pump to display, and the issue resolved only after a supply change. The pump subsequently showed normal delivery in system reports. Symptoms included elevated blood glucose. Outcomes included the need for infusion set change and follow-up monitoring. Investigation included troubleshooting and education with the user, review of device data logs, and confirmation of pump delivery performance after infusion set replacement. Investigation of this case revealed that the occlusion condition was associated with the infusion set and cleared with a new set, and the pump functioned as designed after the change. It was concluded that the event was attributable to an infusion set occlusion that resolved with supply change, with no device malfunction identified.